Event description:
It was reported intermittent ventricular capture due to crosstalk was observed during an unrelated heart catheterization procedure. Programming changes were made. The patient's condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.